Manufacturer narrative:
Manufacturing site: (B)(4). The reported regalia xs 1.0 guide wire was returned for evaluation. The returned regalia xs 1.0 was found deformed in an s shape for approximately 25mm from the tip. The polymer jacket was found peeled off for approximately 10mm from the tip, exposing the underlying coil. At approximately 15mm-25mm from the tip, the polymer jacket was found stretched and had bite marks that were likely made by a hard and sharp object. The ball tip was found attached on the very distal end of the regalia xs 1.0, suggesting that the coil was not fractured. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and investigation outcome, it was presumed that the metal tip of the concomitant microcatheter had most likely contributed to peeling of the polymer jacket. It was likely that the guide wire was deformed due to anatomical conditions so that the wire surface would contact and be scraped by the edge of the catheter tip during the manipulation of either the guide wire or the microcatheter. It was concluded that this event was not attributed to product quality. It was unable to completely rule out a possibility of retention of polymer jacket fragments. No CAPA will be taken. Instructions for use (IFU) states: [warnings] do not use the guide wire in combination with catheters (atherectomy catheter, metallic dilator etc.) Which metallic part may contact surface of this guide wire. [This guide wire may be damaged or separated.] If resistance is felt due to spasm, bending of the guide wire, or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guide wire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. [Malfunction and adverse effects] ~ abrasion of the guide wire coating.

Event description:
It was reported that a percutaneous peripheral intervention (ppi) was performed to treat a chronic total occlusion (cto) in the superficial femoral artery (sfa). An asahi regalia xs 1.0 guide wire was advanced with support of an asahi corsair armet microcatheter to cross the lesion, but was not successful. When the guide wire was removed from the patient, polymer jacket of the wire tip was found peeled off and the underlying wire was exposed. No additional action was taken against this event. The guide wire was then replaced to resume the procedure. The intended treatment was successfully completed. There were no adverse patient effects associated with this event. The patient was fine without any issues after the procedure.